Event description:
The initial reporter stated they received questionable results for samples from two patients tested with the triglycerides assay on a cobas 8000 c702 module. The customer alleges that for patients taking glycerol and vitamin c, these medications interfere with the triglycerides assay, leading to questionable results. For the information provided in medwatch section a, the information applies to one of the two patients. It is not known which patient the information applies to. For the first patient, the measured triglycerides values were not clinically expected. This patient was taking glycerol fructose. For the second patient, the customer alleges that triglycerides values will be affected after the patient takes sodium glycerophosphate and hydroquinone. Specific patient data was requested, but not provided.

Manufacturer narrative:
The serial number of the c 702 analyzer is (B)(6). The investigation is ongoing.